Event description:
It was reported that approximately six days after this right ventricular (rv) lead was implanted, the patient was admitted to the emergency room with a bradycardia; this lead was exhibiting loss of capture. X-ray examination was performed, and it was noted that a perforation occurred. The physician decided to explant and replace this lead. This lead is not expected to return. No additional adverse patient effects were reported.